Manufacturer narrative:
The event of lymphoma and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma and seroma.

Event description:
Healthcare professional reported "capsular contracture baker grade I, seroma, bia-alcl". This relates to the right side. The device was explanted and replaced.